Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralight st on (B)(6) 2016 and/or (B)(6) 2017 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained injuries on (B)(6) 2017 and (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #3). Additional emdr's were submitted to represent the bard/davol perfix plug (device #1) and bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol perfix plug and ventralight st on (B)(6) 2016 and/or (B)(6)2017 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained injuries on (B)(6) 2017 and (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per amended legal claim: attorney alleges that the patient underwent surgery for implant of unspecified bard/davol sepramesh composite ip and ventralight st on (B)(6)2016 and/or (B)(6)2017 and/or (B)(6)2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the patient sustained injuries on (B)(6) 2017 and (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this is an addendum to the initial emdr submitted (MDR number 1213643-2023-093644). Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per amended claim, this supplemental emdr is being submitted to report the correct brand name, product catalog no and PMA/510(k). Updated fields: b4, b5, g3, g6, h2, h10, h11 corrected fields : d1 (brand name), d4 (catalog no), g4 (510k) this supplemental emdr represents the bard/davol sepramesh ip (device #3) and an additional emdr was submitted to represent bard/davol ventralight st mesh (device #2). Additional supplemental emdr was submitted to represent the bard/davol sepramesh ip (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.